Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by nurse (B)(6), that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization 27 mg/dl. It was also reported low blood glucose levels of 30 mg/dl and 40 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with glucose tablets. Troubleshooting occurred. No additional information was provided.